Event description:
Customer reported a malfunction of the pump with no notable events preceding it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact. Technical support confirmed multiple occurrences of the malfunction and decided to replace the pump. Customer was advised on steps for managing the replacement, including returning the faulty pump and ensuring insulin delivery by contacting a healthcare provider. A pump with updated software was arranged for delivery without requiring a signature, and customer understood and acknowledged all instructions provided.